Manufacturer narrative:
Mindray service representatives replaced the power distribution board, ran diagnostics and calibrated unit to factory specification.

Event description:
Customer reported an issue with the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.